Event description:
When the non-functioning port was being removed in the or, a portion broke off and had to be retrieved in the radiology dept. These efforts were unsuccessful, however, since the portion of catheter was imbedded in the wall of the left inominate vein.